Event description:
User facility medwatch received from cdrh which states "perclose percutaneous arterial puncture site closure applied after cardiac catheterization resulted in arterial injury and thrombosed common femoral artery. This required emergency vascular surgery for arterial reconstruction and limb salvage followed by ICU admission and inpatient hospitalization." Additional information has been requested from the customer. At present, no additional information has been received.

Event description:
The following additional info was received from the reporter after submission of the initial medwatch: the perclose device was used following a neurological radiology procedure. The pt symptoms were unknown to the reporter, but "were noted immediately." The pt went to surgery immediately. The common femoral artery was found to be thrmbosed. A thrombectony and arterial resection/repair was performed. It was unknown to the reporter if the pt's pulses returned to pre-procedure quality. The pt was discharged home without further event and with a "viable foot".

Event description:
User facility medwatch received from cdrh which states "perclose percutaneous arterial puncture site closure device applied after cardiac catheterization resulted in arterial injury and thrombosis of the superficial femoral artery. This required emergency vascular surgery for arterial reconstruction and limb salvage followed by ICU admission and inpatient hospitalization." Add'l info has been requested from the customer. At present, no add'l info has been rec'd.